Event description:
It was reported that during a da vinci-assisted general abdominoperineal resection surgical procedure, the customer reported to technical service engineer (tse) that a non-recoverable fault 26002 occurred. The customer power cycled the system; however, the issue persisted. Tse reviewed logs and found error 26002 & 32100 & 25730, errors pointed to universal surgical manipulator (usm) arm 3 set up joint (suj) proximal. Tse had the customer hard power cycle and reconnect the blue fibers; however, the issue persisted. Tse recommended to try using three usm arms; however, the customer needed all 4 usm arms. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: port incisions were not increased and no additional ports added. The patient tolerated the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm), proximal and distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the devices for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The distal set-up joint (suj) unit was returned to failure analysis with a reported problem of repeated error 26002 was confirmed and replicated. In logs, error 26002 was found indicating bp amp switch failure throughout the arm chain. Also found error 307 indicating node does not present throughout the universal surgical manipulator (usm), suj distal and proximal thus confirming the faults occurred in the field. The unit was installed on a golden system where it triggered error 319 indicating node does not present at startup thus replicating the reported event. The unit was then tested on a patient side cart fixture test platform (pftp) where nodes b and c were missing during programming. Upon visual inspection, connector was loose. Installed golden and tested and verified it to be the source of the fault. This usm was returned for failure analysis, and the reported 26002 error was not confirmed and not replicated. In logs, the 26002 error was pointing to the suj. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, all searchlight and hall sensor assemblies were inspected, but no faults could be identified.

Event description:
Refer to h11 for follow-up information.